Event description:
According to the reporter: procedure: used for coronary bypass. During use the clip did not come out and the blood vessel tore. Bleed was under 200cc. The device was replaced and nothing fell into the pt cavity. Surgery time was not extended by more than 30 minutes.